Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable evaluation finding identified in b5, the following non-reportable malfunctions were found upon device evaluation: leak from instrument channel, chips on pink rubber, forceps passage problem due to leaking at biopsy or instrument channel (bx) channel. The ccd unit was checked and found stain on the image, image oes has red cracks, um image has 5 broken elements, cut on switch, dents on insertion tube, dents on insertion tube, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic bronchofibervideoscope has broken tip and no sharp edges. The issue was found during an unknown procedure. There were no reports of patient injury or harm.